Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient experienced issues with the pdm not turning on. The patient was admitted the following day ((B)(6) 2017) to the (B)(6) hospital and was seen by a health care professional where the patient was diagnosed with diabetic ketoacidosis. Patient was treated with insulin drip.

Manufacturer narrative:
The returned device was evaluated and the reported malfunction was confirmed. The root cause was found to be a damaged lcd. The pdm was stuck in a boot loader loop upon lcd replacement, we could not conclusively determine the cause of this.